Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented to the clinic for a post operation device check, false elective replacement indicator (eri) alerts was observed on the device. Prior to the procedure the device showed a nine year longevity. The device showed eri alert on (B)(6) 2014 and end of service on (B)(6) 2018. The device exposed eri and end of life (eol) due to cautery exposure. Patient underwent a procedure to have the leads replaced and the system moved from the left side to the right side for unrelated reasons. A firmware device download was performed successfully and the device was programmed to nominal settings and prior settings. Upon device re-interrogation, false eri and eol alerts were no longer present. Patient was stable and will continue to be monitored.